Event description:
The customer reported, the system would intermittently shut down on its own. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. The ge rep suspects the surge suppressor was reacting to fluctuations in the customer's electrical power system. The system operates as intended.